Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of allergy to metals ("allergy to essure") and device breakage ("part of essure remained in the isthmus of the uterus / a residual in the isthmus of the uterus") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("part of essure remained in the isthmus of the uterus"). The patient was treated with surgery (essure removal via laparoscopy and it was necessary to resect it). Essure was removed. At the time of the report, the allergy to metals, device breakage and complication of device removal outcome was unknown. The reporter considered allergy to metals, complication of device removal and device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of allergy to metals ("allergy to essure") and device breakage ("part of essure remained in the isthmus of the uterus / a residual in the isthmus of the uterus") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("part of essure remained in the isthmus of the uterus"). The patient was treated with surgery (essure removal via laparoscopy and it was necessary to resect it). Essure was removed. At the time of the report, the allergy to metals, device breakage and complication of device removal outcome was unknown. The reporter considered allergy to metals, complication of device removal and device breakage to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.